Event description:
A customer reported that a system message displayed during surgery. The system was switched out to complete the case. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed a snecessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).